Manufacturer narrative:
Device evaluated by MFR.: returned device consisted of a coyote es balloon catheter with blood in the balloon, wire lumen (shaft) and inflation lumen (shaft). The balloon was loosely folded. The balloon, markerbands, inner/outer shaft, and port/exit notch were microscopically, tactile and visually inspected. Inspection revealed a hole in the outer shaft material that was located at the top of the port/exit notch that was 27cm from the tip of the device. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the port/exit notch hole. Microscopic inspection found the remainder of the device free of damage. The device was sent to mtac for additional information on the actual hole/rupture. The area around the hole was found to have contrast (iodine) dried around it, obscuring the features of the area. The device was cleaned in an ultrasonic waterbath in the mtac lab, and additional analysis was then done. Once the contrast was removed, the hole was found to have been ¿blown out¿ with force originating from the inside of the shaft to the outside. No other damage was found around the area to indicate a potential cause of the hole. There is no indication the device was inflated over the rated burst pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 50 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 4mm x 40mm x 146cm coyote¿ es balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 50 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 4mm x 40mm x 146cm coyote es balloon catheter. No patient complications were reported and the patient's status was good.